Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received.

Event description:
Related manufacturer number: 1627487-2022-02757. It was reported the patient experienced ineffective therapy. Diagnostic confirmed the leads have fractured. Troubleshooting did not resolve the issue. Surgical intervention may occur later to address the issue.

Event description:
Additional information received indicate surgical intervention occurred wherein a drg lead revision took place wherein the entire system was explanted to address the issue.